Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1701 device label code for f10. Position 3: 1701 evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Event: (cc# 97-00025) the iab eas inserted into the pt on 1/3/97. On 1/6/97 after iabp for 72 hours, check "catheter" alarm sounded from the pump and gross red blood was noted in the catheter. The iab was removed and a second was inserted. [Event complications]: unknown - reported 1/7/97; none - reported 1/31/97. [Pt's current status]: guarded - rpt'd 1/31/97.